Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the fill estimate was inaccurate. In addition, it was reported that the customer experienced fill resistance and difficulty inserting the syringe needle into the cartridge septum when attempting to load a new cartridge. Customer¿s blood glucose level was over 400 mg/dl. Customer changed the pump supplies and delivered a bolus to address the reported issues.